Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that power-on-reset (por) was seen. The por was due to low battery. The issue was resolved. Validation error code 13 11 0000 seen on tablet. No additional information was reported, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a71400 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received;validation error 13 11 0000 ¿ logs confirm a validation error occurred and the code matches an existing anomaly within the clinician programming software application. This error notification occurs as a result of the application performing a validation check of the data within the neurostimulator. This check failed. The anomaly disposition record documents that this can occur when certain steps are taken when programming a neurosense stimulation group within the neurostimulator. The logs confirmed that groups 0, 1, and 2 (a, b,c) were deleted upon the validation error being detected. The por was also confirmed in the logs with a por code of 0xfffffe30 0x80000000. This indicates that the reason for the por was due to a depleted battery occurred in the rechargeable neurostimulator at some point and that it had later been recharged. This indicates that the patient likely did not recharge the neurostimulator prior to the battery becoming fully depleted.

Manufacturer narrative:
Continuation of d10: product ID a71400 product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the issue is resolved at this time. The cause was not determined.